Event description:
Caller states patient tested 26.0 mmol/l and 20.9 mmol/l on inform ii system 1, and 7.8 mmol/l on inform ii system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 471240, expiration date 06/30/2014). (B)(6).